Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event while connected to the mobile power unit was confirmed via the submitted log file. The submitted log file contained data spanning an unknown amount of time. The system controller clock was not set for a portion of the events in the log file; therefore, the timeframe of the log file is unknown. Although the controller clock was not set for a portion of the log file. The log file captured no external power alarms on (B)(6) 2020 from 11:06:14 to 11:06:29 and on (B)(6) 2001 from 01:00:01 to 01:01:06 while being connected to the mobile power unit due to a temporary loss of power while connected to the mpu. The alarms were resolved when power to the mpu was restored. The system controller backup battery supplied power to the system during the loss of external power. The mobile power unit (mpu) was not returned for analysis. Multiple attempts were made to obtain additional information about the reported event such as if the mobile power unit (mpu) will be returning, if the mpu is operational, if the mpu has a v-lock connector on the ac power cord, if it is known if the power cord came loose at the wall outlet or back of the unit, and if there were any environmental circumstances that would have affected the a/c power at the time of the event; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on (B)(6) 2018. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file analysis captured no external power alarms on (B)(6) 2020 from 11:06:14 to 11:06:29 while being connected to the mobile power unit due to a temporary loss of power while connected to the mobile power unit. The alarms were resolved when power to the mobile power unit was restored. The system controller backup battery supplied power to the system during the loss of external power. The alarm did not affect the controller¿s ability to operate the pump at the set speed.